Manufacturer narrative:
(B)(4) follow up. It was reported the needles seem to be occluded when trying to inject patients. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging shelf box label. No other information could be obtained from the photo. A device history record review was completed for provided material number 305194, lot 4081103. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Material#: 305194. Batch#: 4081103. It was reported by the customer that two 23g needles that have been faulty when trying to inject patients. They seem to be occluded. One wouldn¿t even allow him to push the injection through it at all, and the other one was just extremely difficult to push out. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(4) has had two 23g needles that have been faulty when trying to inject patients. They seem to be occluded. One wouldn¿t even allow him to push the injection through it at all, and the other one was just extremely difficult to push out. Product#: 305194. Lot#: 4081103. Additional info: 1. The issue did happen during patient use. This happened whilst dr. (B)(6) was injecting a patient. There were no injuries. 2. There was no adverse event or serious injury reported. 3. I don¿t have an exact date for the initial occurrence. The second issue occurred on (B)(6). 4. There were (B)(4) total occurrences.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305194. Batch#: 4081103. It was reported by the customer that two 23g needles that have been faulty when trying to inject patients. They seem to be occluded. One wouldn¿t even allow him to push the injection through it at all, and the other one was just extremely difficult to push out. Verbatim: rcc received a complaint via email. Email(s) attached. Xxxxx has had two 23g needles that have been faulty when trying to inject patients. They seem to be occluded. One wouldn¿t even allow him to push the injection through it at all, and the other one was just extremely difficult to push out. Product#: 305194. Lot#: 4081103. Additional info: 1. The issue did happen during patient use. This happened whilst dr. Wydra was injecting a patient. There were no injuries. 2. There was no adverse event or serious injury reported. 3. I don¿t have an exact date for the initial occurrence. The second issue occurred on (B)(6). 4. There were (B)(4) total occurrences.